Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, the implantable cardioverter defibrillator was in backup operation. The patient was brought into clinic and a device download was successfully performed, the device was restored. The patient was fine before, during and after and would continue to be monitored normally.